Event description:
It was reported that the patient had a spinal cord stimulator (scs) but had to have it removed a couple of months ago because it didn't work. The reporter was uncertain if it was a medtronic stimulator or not. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).